Event description:
It was reported an angio-seal device was successfully deployed post interventional procedure. Approx 90 minutes post deployment, the patient developed local erythema in the right groin and elevated temperature. The deploying physician diagnosed and allergy to collagen and administered piriton and hydrocortisone with resolution of symptoms.